Manufacturer narrative:
Visual inspection did not reveal any anomalies. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-38381. It was reported that the patient presented to the emergency room with syncope. It was discovered that discharge and blood was coming from the device pocket. During system extraction, it was discovered that the pocket showed significant necrosis and though no vegetation was noted on the right ventricular lead, endocarditis was suspected. Patient was stable and noted to be recovering following procedure.